Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented through remote transmission with ventricular fibrillation, non-sustained ventricular fibrillation and non-sustained ventricular oversensing. A true ventricular arrhythmia was undersensed on the discriminator channel. Intermittent undersensing on the v sense channel was also observed due to variable r-wave amplitudes. The intermittent ventricular undersensing did not delay vf detection or affected patient's return to normal sinus rhythm. Programming changes were recommended.